Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was the first diagonal lad with mild tortuosity, moderate calcification and 90% stenosis. After crossing the guide wire, another company's balloon catheter was delivered, but it didn't cross the lesion. The other company's balloon catheter was changed to the voyager and delivered. However, it ruptured at the second inflation at 14 atm. The voyager was changed to another company's balloon catheter, and a cypher was implanted at the lesion. There were no reported patient effects. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4). Balloon ruptures can be affected by numerous factors. There was no report of any leaks noted during product preparation, which may suggest that the balloon was not damaged prior to use. Reportedly, the lesion was mildly tortuous, moderately calcified and 90% stenosed, which likely contributed to the difficulties experienced. It is possible that the balloon material was damaged during interactions with other devices, or the tortuous and calcified lesion, such that the balloon rupture occurred upon the second inflation during the procedure. In this case, the reported balloon rupture appears to be related to the operational context of the procedure.